Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that decreased sensing and increased capture threshold were observed. Externalized conductor was noted between the rv and svc coil. The lead was capped and replaced.